Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 3 days. No further information available.